Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported intermittently the system failed to boot up. There was no pt injury or death reported.